Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was noted to be leaking between nonbd connector and IV tubing while infusing 20ml of amiodarone (40mg/20ml in d5w) to a patient in the cvicu. There as no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between a non-bd connector and the IV tubing was confirmed. Visual inspection showed dried white medication at the connection between the set and the non-bd microclave. Functional testing was performed; the set leaked at the engagement between the set and the connector. Closer inspection of the engagement showed that there was a loose connection. After tightening the connection no leaks were observed at that engagement or anywhere else throughout the set. The received set's female luer port was measured and found to be within iso standards. The root cause of the customer¿s experience was a loose connection between the set and the non-bd connector.

Event description:
The customer reported that the tubing was noted to be leaking between the non-bd connector and the IV tubing while infusing 20ml of amiodarone (40mg/20ml in d5w) to a patient in the cvicu. There as no patient harm.

Manufacturer narrative:
The customer's complaint of leaking between the non-bd connector and IV tubing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing was noted to be leaking between nonbd connector and IV tubing while infusing amiodarone to a patient. There as no patient harm.